Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that the atrial lead was not able to be placed in the patient due to patient anatomy. The lead was not implanted and a pin plug was used in the atrial port. No patient complications have been reported as a result of this event.